Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with (B)(6) patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If any additional information is received a supplemental report will be submitted accordingly. Referenced article: ¿pacemaker syndrome due to atrial lead fracture." Clinical case reports. 2020;8:226¿227. Doi: https ://doi.org/10.1002/ccr3.2579 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacemaker syndrome due to atrial lead fracture. The article reports (B)(6) patient who developed shortness of breath on exertion and transthoracic echocardiography showed severe tricuspid regurgitation and an ECG showed loss of atrioventricular synchrony. The right atrial (ra) lead exhibited undersensing and failure to capture. A chest x-ray showed an ra lead fracture with its distal portion looping inside the right ventricle. The patient was diagnosed with pacemaker syndrome caused by the fractured ra lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.